Event description:
Literature: yazdany, t., bhatia, n., nguyen, j. Determining outcomes, adverse events, and predictors of success after sacral neuromodulation for lower urinary disorders in women. Int urogynecol j. 22:1549-1554. Published online july 28, 2011. Doi:10.1007/s00192-011-1512-2. Summary: this study attempted to determine the predictors of successful sacral nerve stimulation (sns) for lower urinary tract disorders and the rate of adverse events and reoperations by looking at a retrospective case series of patients who underwent sns at a single center from (B)(6) 2002 - (B)(6) 2008 for urge incontinence, mixed incontinence, nonobstructive urinary retention, urinary retention and urge incontinence, urgency-frequency syndrome and urge-predominant mixed incontinence. Seventy-six female patients underwent a stage I of sns involving the percutaneous placement of a permanent quadripolar lead, out of which 58 experienced improvement and underwent placement of an implantable pulse generator (ipg). Patients were evaluated post-operatively at 8 weeks, 6 months and 1 year, after which yearly evaluations were performed, with a mean follow-up of 23.7 months. There were 14 revisions and 15 explants. Results showed that patients with greater than 10 incontinence episodes per day were more likely to have successful trials. Reported events: one patient developed an abscess after stage I lead placement. The abscess was treated with antibiotics but ultimately the lead had to be replaced. Two patients developed an abscess following stage ii. Three patients developed wound cellulitis following stage ii. One patient experienced wound separation following stage ii. There were four pain-related complications following stage ii. There were four surgical revisions due to pain. In three of these the ipg was implanted into another site (contralateral, buttock, abdomen). The other patient had a twist-lock replaced to a tined lead implant. Also, in one of these patients the pain did not resolve and the device was explanted. There were two surgical revisions due to battery replacement. One of the replacements was due to lack of efficacy after three years. The device was then explanted after five years due to pain. There were seven surgical revisions due to lead fracture. In each case a new lead was placed. There was one surgical revision due to infection. The lead was replaced. Additional information has been requested. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).